Event description:
After upgrading to a new software version, customer reported a problem with a pt sample having 2 results for triglycerides in data review, but was missing a result for calcium on his modular system. Additionally, an abnormal result for calcium was sent to the host for this patient. The investigational unit verified the customer's complaint. A field correction for this issue will be initiated.